Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown ceramic insert. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that there was a right hip revision due to painful/squeaky hip. Surgeon did not state any intraoperative remarks. Accolade stem was left implanted.